Manufacturer narrative:
The complaint sample has been returned for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
It was reported on (B)(6) 2018 that the consumer felt irritation on the right eye (od) just after wearing the new lens on an unspecified date. The consumer visited the doctor on (B)(6) 2018, was diagnosed with an ulcer od and was instructed to stop wearing contact lenses for an unspecified period. Levofloxacin and sodium hyaluronate eye drops were prescribed with unspecified dosage and frequency. The consumer visited the doctor again on (B)(6) 2018. At the time of this report, symptoms have been resolved. Additional information received on 01nov2018 indicated that the event date was (B)(6) 2018 and corneal infiltration was also reported. No further information available.

Manufacturer narrative:
The complaint product was returned for evaluation and was found to meet manufacturing specifications. The device history record and sterilization record for this lot have been reviewed and found to be in compliance. The manufacturing review did not indicate that this complaint was due to the manufacturing process. No complaint or manufacturing trend was identified. The root cause could not be determined. The manufacturer internal reference number is: (B)(4).